Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor position encoder error, motor errors and also had a blank display. The customer was assisted with troubleshooting. The customer¿s blood glucose level was 65 mg/dl at the time of the incident. The customer stated that the drive support cap appeared normal and that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer treated the low with glucose tabs and carbs and declined troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. Pump passed rewind, basic occlusion, prime and displacement test. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.